Manufacturer narrative:
H10. Additional information- g1 fax number (B)(4), g2, health effect - clinical code, medical device problem code, & h8. H3. Investigation results: the tibial insert is confirmed to be a recalled device. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no additional information. If additional information becomes available, it will be appropriately reported. H11. Correction ¿ b5 the revision of 2022 is reported in MFR #: 1038671-2023-01938, b6 is for revision reported in MFR #: 1038671-2023-01938.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 5 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: failed left knee and arthrofibrosis findings: the patient was noted to have wear of the patellar component and wear of the tibial insert. There was also noted to be a significant amount of arthrofibrosis present within the joint. The patient was taken from the operating room to the recovery room in a stable condition.